Manufacturer narrative:
(B)(4). Eval summary - the analysis confirmed that the tyvek lid was damaged. It appeared that tyvek inside package was rubbed or scraped causing the hole. Visual obvious damage such as this would have been detected during the 100% visual sort; the damage most likely occurred after package left the (B)(4) facility. Hole in package caused by handling. The batch history records were reviewed with no protocols, defects or non-conformance noted.

Event description:
It was reported a damaged primary package hole of a diameter hardly bigger than a tip of ball-point on the blister pack, on 1 of 2 black bands to the right of the mention "ligamax". The customer is going to surround this hole with a flo pen to identify this place. The blister pack was not opened, the secondary packaging was intact. Another like device was used. There was no adverse pt consequence.